Event description:
Zemits sells devices that are miscategorized and are made in china without any real testing. You should not let this company continue to sell devices. They hide products in a warehouse across the street when the FDA comes and they think they are slick and untouchable. I was burned by a qudion laser. This company claims it can treat all fitzpatrick. That is a lie. This company has no real training and goes off white europeans. I now have burns on my face and arms. Check their "tickets" investigate them and shut them down. They make up serial numbers and put the sticker on it.